Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please clarify if there were consequences for the patient.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used. During the procedure, the suture broke, causing the surgery to be interrupted. After the surgeon replaced the suture with a new one and performed a second suture, the surgery proceeded normally. This could pose a significant risk to the quality of surgery and patient recovery. There were no adverse patient consequences reported. Additional information was requested.